Event description:
It was reported that the patient has expired after a implant duration of approximately 14.7 months due to unknown reasons. It is unknown if the death was device related. Patient also had two other devices implanted. No further details were provided.

Manufacturer narrative:
At 08/21/2009, there has been no response received from the surgeon despite our repeated attempts to contact for return of product and additional information. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information, however, no additional information was provided and no device was returned for evaluation.